Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 3 of 4 reports for the same patient. Related records: (B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the claimant¿s attorney.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 dexcom receiver. It was alleged that the patient suffered serious injuries including but not limited to diabetic ketoacidosis and metabolic acidosis. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).